Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. Procedure name? [Ans: hysteroscopy] ¿ date of procedure? [Ans: (B)(6) 2025] ¿ date of event where product had an issue? [Ans: 27 march, 2025] ¿ were there any intra-operative complications? If so, what were they? [Ans: no] ¿ where was the tip of drainage tube located? [Ans: not known] ¿ how was the drain secured? [Ans: not known] ¿ what was the date of first activation? [Ans: (B)(6) 2024] ¿ how was the product function verified following the first activation? [Ans: normal] ¿ who monitored the drainage and how often? [Ans: not known] ¿ when was the malfunction first noted? [Ans: (B)(6) 2025 when removing the drain] ¿ was leakage detected? If so, where? [Ans: na] ¿ was another product used? [Ans: no] ¿ date and name of index surgical procedure? [Ans: no] ¿ the diagnosis and indication for the index surgical procedure? [Ans: no] ¿ were any concomitant procedures performed? [Ans: needed to send the patient back to ot in order to remove the left piece of drain in the patient¿s body.] ¿ what symptoms did the patient experience following the index surgical procedure? Onset date? [Ans: no] ¿ is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? [Ans: yes] ¿ if yes-date of procedure? [Ans: (B)(6) 2025] ¿ findings, will piece be returned? [Ans: already returned] ¿ other relevant patient history/concomitant medications? [Ans: no] ¿ what is the physician¿s opinion as to the etiology of or contributing factors to this event? [Ans: na] ¿ what is the patient's current status? [Ans: stable] h3 evaluation: complaint sample review: one complaint sample of degania's drain (cut-off in three parts), along with a pre-fixed non-degania's drain was received for evaluation, product was inspected visually and significant mark on separation surfaces were visible. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? -- unknown, did the patient require revision surgery or hardware removal? -- unknown, patient status/ outcome / consequences -- no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: -- unknown, is the patient part of a clinical study -- unknown, additional information provided: additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Dr performed hysteroscopy on 21 mar and removed the drain on 27 mar. However, when he removed the drain, it separated into 2 parts and patient needed to send to ot in order to take out the drain left inside the body. Additional information has been requested.